Event description:
Approximately seven months and three weeks post heartware vad implantation, it was reported that the patient underwent an elective controller exchange due to power port 2 of the controller providing power intermittently. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported that the controller experienced power switching prior to the designed threshold on port two (2). There was no reported patient injury related to this event. The controller was exchanged by the facility and returned to the manufacturer. The controller passed visual and functional testing; however, log file review revealed the presence of critical battery alarms while the battery was outside of the threshold for said alarm. The root cause for the event can be attributed to communication anomalies between the controller and the batteries as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins. Z-1917-2015. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device evaluation ((B)(4)). Controller-(B)(4) -1403us- expiry date: 09/30/14. (B)(4).

Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the controller (B)(4) has been received by the manufacturer for further evaluation. Additional information will be submitted in the final report.